Event description:
It was reported that during this pacemaker implantation procedure, the right atrial (ra) lead was placed in the right ventricle (rv), and the right ventricular (rv) lead was positioned in the left bundle branch (lbb) with two to three location attempts. In atrial asynchronous pacing mode (aai), clear capture was observed on the rv lead with a threshold of 0.9 volts in the septal position. The threshold on the lbb lead was measured at 0.5 volts during ventricular asynchronous pacing mode (vvi). However, with the rv cables detached from the lbb lead and while in dual-chamber pacing mode (ddd), a one to two second period of asystole occurred. It was suggested that oversensing on either the ra or rv cables could have inhibited pacing. Testing in atrial only asynchronous pacing mode (aoo) or dual chamber asynchronous pacing mode (doo) was recommended to confirm this. No pacing spikes were observed in ddd mode. Subsequently the physician believed it was potentially noise from moving pacing cables and pacing unipolar. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during this pacemaker implantation procedure, the right atrial (ra) lead was placed in the right ventricle (rv), and the right ventricular (rv) lead was positioned in the left bundle branch (lbb) with two to three location attempts. In atrial asynchronous pacing mode (aai), clear capture was observed on the rv lead with a threshold of 0.9 volts in the septal position. The threshold on the lbb lead was measured at 0.5 volts during ventricular asynchronous pacing mode (vvi). However, with the rv cables detached from the lbb lead and while in dual-chamber pacing mode (ddd), a one to two second period of asystole occurred. It was suggested that oversensing on either the ra or rv cables could have inhibited pacing. Testing in atrial only asynchronous pacing mode (aoo) or dual chamber asynchronous pacing mode (doo) was recommended to confirm this. No pacing spikes were observed in ddd mode. Subsequently the physician believed it was potentially noise from moving pacing cables and pacing unipolar. This pacemaker remains in service. No additional adverse patient effects were reported.